Manufacturer narrative:
Date rec¿d by MFR: 17may2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse stated the issue could not be duplicated. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed during a contrast study. The customer was instructed to reboot the device. Reportedly, the device was "working fine now" but was making a "weird noise". The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.